Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer initially requested for a field service engineer to be dispatched onsite. The customer cancelled and opted to use a dc power with the new oev-262h. The customer inquired about an extension from the ac-110md to the monitor as it is mounted on a trump boom. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high definition lcd monitor is not working. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the high-definition lcd monitor not working was unable to be identified. Olympus will continue to monitor field performance for this device.